Event description:
On (B)(6) 2011, patient reported he was unable to return the infusion device piston rod, and the infusion device "sounded funny." Patient reported the infusion device "had not worked right for a long time," and he experienced erratic blood glucose in the range of 35-420 mg/dl over the previous 4-5 months. Target blood glucose is 120 mg/dl. He treated hypoglycemia by eating something sweet. The battery icon was displayed on the bottom of the infusion device. No error messages were received on the infusion device. Patient inserted a new battery and attempted to retract the piston rod, but the piston rod would not fully retract. A "black piece" broke off the piston rod, but he was not sure where the piece was. Patient believes insulin spilled in the cartridge compartment of the infusion device approximately 2 years ago. The cartridge plunger was not stuck on the piston rod, and the piston rod was not spinning. Infusion device was not exposed to water, dropped, or cracked. Patient was unable to confirm the infusion device serial number due to poor eyesight. Patient switched to his backup infusion device on (B)(6) 2011. Follow-up was completed on (B)(6) 2011, and patient reported blood glucose returned to his normal range. Infusion device was replaced and requested for evaluation. Follow-up was completed again on (B)(6) 2011. Patient received replacement infusion device and has had "excellent readings" of 80-130 mg/dl since then. The patient did not require treatment from a health care professional or second party to address the issue.